Manufacturer narrative:
No product has been received to date so an examination cannot be performed. No batch number was provided so a review of the records cannot be performed.

Manufacturer narrative:
Device evaluation is pending return of device. A follow up report will be submitted upon completion of the investigation.

Event description:
A nano driver tip was broken when inserting a screw. There was a 2 minute delay in surgery and another driver tip from the tray was used to complete the case. No adverse effects reported to the patient.